Event description:
The medical center had placed an impella 5.5 to support a younger patient admitted with cardiomyopathy. The pump support was ongoing for over a week when the team noted the patient was afebrile and acting septic and vasoplegic. The team infused antibiotics. The pump remained on for support and was explanted after 2 weeks.

Manufacturer narrative:
The medical center has not returned any pump product for benchtop analysis. Root cause has not been determined. At conclusion of investigation a final report will be filed. This complaint is being reopened as part of a retrospective review.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.